Event description:
Customer reported an unexpected negative reaction when testing a patient sample on the galileo. A 3-cell screen performed on the sample resulted 2+ positive on cell 2. The sample was then tested with capture-r ready ID (crrid) and resulted negative.

Manufacturer narrative:
Review of instrument images: sample was loaded in wells a2-d2. The reaction strengths were a2= 5, b2=52, c2=4, d2=99 (B)(4) in rows 1 and 2: reaction strengths were a1- 6, b1-3, c1-10, d1-4, e1- 1. F1-10, g1- 7, h1-5, a2-7, b2-4, c2-5, d2- 6, e2-7, f2-9. (B)(4) in row 1: reaction strengths were a1-90, b1-90, c1-13, d1-14, e1-11, f1-15, g1-15. A new sample from the same patient was tested on crrid with reaction strengths of a1-8, b1-5, c1-6, d1-2, e1- 4, f1-6, g1- 5, h1-14, a2-5, b2-5, c2-11, d2- 10, e2-10, f2-11. The image was consistent with the reaction strength that was provided. The sample was then tested on an crrid extend plate with reaction strengths of a1-4, b1-5, c1-0, d1-5, e1- 4, f1-5, g1-7, h1-29, a2-17, b2-12, c2-14, d2- 20, e2-20, f2-20. There was a slight pink tinge on the image for wells, h1, a2, b2, c2, d2, e2, and f2. A service call was made. Routine maintenance task were performed. Qc testing was performed. Known positive and negative sample were tested to verify instrument operation. Instrument is operating as expected. Confirmed the reactivity of the e antigen on retention crrid, lot id118, with anti-e. This was the same lot used by the customer. Manual testing was performed with customer's patient sample using e+ cells from retention crrid, lot id118. Sample was nonreactive with all e+ cells. Hemagglutination testing was performed with customer's patient sample using selected e+ e+ and e- cells from retention panocell-20. Testing was performed at all temperatures. Sample exhibited +w and 1+ reactivity at 15'rt, 3+ reactivity at 20'37c, and +w reactivity at iat with e+ cells and was nonreactive with e- cell. Results indicate sample is partially, if not wholly igm in nature. Sample was insufficient for dtt-treatment. Per the crrid package insert, antibodies that are wholly igm in nature may fail to react in this assay.